Event description:
It was reported that the 9900 system had a low ma error and no image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.